Event description:
It was reported the programmer would not boot past the medtronic screen. Use of the recovery disk was attempted, with no change. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer did not boot-up past the company logo.